Event description:
Liquid penetrated into base of the table, making contact with power supply/battery charger, causing it to overheat. All cables to the charger were also damaged. Tech was contacted by reporter of the biomed dept on the event date. No injuries.

Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. The event date is unknown. According to the complainant, while withdrawing the catheter to retrieve stones the balloon ruptured at the duodenal papilla and fell into the duodenum. It is unknown if any attempts were made to retrieve the detached portion of the device. There were no patient complications reported as a result of this event. The procedure was competed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should any information become available, a supplemental MDR will be filed.

Manufacturer narrative:
This incident involved a cmax surgical table that overheated. No pt or staff injuries were reported and there were no reports of an actual fire. Soon after learning of the incident, steris dispatched a technician to inspect the table. The technician's inspection revealed that fluid had seeped into the base of the table causing the power supply and wiring to overheat and short out. The technician replaced the battery charger/power supply and its cables to restore operation. The technician also replaced the stainless steel cover and plastic set, which appeared to have been damaged by someone attempting to pry the cover off. After these repairs were completed, the table was returned to the customer and placed back into service. The removed power supply has been sent for an engineering evaluation.

Manufacturer narrative:
Evaluation of the returned power supply confirmed fluid intrusion into the power supply. An initial inspection by a steris service technician found the steel cover and plastic set that protects electrical components in the base to be damaged by someone attempting to pry the cover off. Damaged parts were replaced and rtv was installed to prevent recurrence of fluid intrusion. As a precaution, the hospital was advised to follow emergency care research institute (ecri) guidelines for fluid prevention of surgical tables.